Event description:
This ra lead was implanted on (B)(6) 2011 and still remains implanted at this time. In a product experience report received on (B)(6) 2018, this ra lead was under insulation damage and is repaired during revision. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).